Event description:
Invalid result (s). Bought 4 tests and 3 of them so far have had no lines at all. No test line, no results lines, nothing. These are garbage. Haven't used the 4th one but have a feeling it won't do anything either.